Manufacturer narrative:
Please note the changes made to the h6 device code: the reported event was not confirmed based on available medical record and healthcare expert's assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "the CT-scan suggest malpositioning of the implant by the user, since there are no signs that the implant have moved relative to the prepared surfaces and peg preparations. To be absolutely sure, an early postoperative x-ray would be necessary" based on the available information the root cause most likely associated with user. However, for definitive root cause early post-operative x-ray are required. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient presented with ongoing pain and swelling at his right ankle and serial radiographs showed movement of the implants form their implanted position.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient presented with ongoing pain and swelling at his right ankle and serial radiographs showed movement of the implants form their implanted position